Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ca e70 "display was not working". The device was sent to a third-party service center for evaluation. The customer complaint was not reproduced. The device to be sent back without evaluation based on the customer's decision as the end customer died in the meantime. A clinical assessment determined based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. A good faith effort attempt will be made to determine the cause of death. A follow-up report will be submitted when the manufacturer's investigation is complete. Previous follow up: multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available a follow up/supplemental report will be completed. New information/correction: additional good faith effort attempt will be made to determine the cause of death. If new information becomes available a follow up/supplemental report will be completed. A final report is not being submitted at this time.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ca e70 "display was not working". The device was sent to a third-party service center for evaluation. The customer complaint was not reproduced. The device to be sent back without evaluation based on the customer's decision as the end customer died in the meantime. A clinical assessment determined based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. A good faith effort attempt will be made to determine the cause of death. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ca e70 "display was not working". The device was sent to a third-party service center for evaluation. The customer complaint was not reproduced. The device to be sent back without evaluation based on the customer's decision as the end customer died in the meantime. A clinical assessment determined based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. A good faith effort attempt will be made to determine the cause of death. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ca e70 "display was not working". The device was sent to a third-party service center for evaluation. The customer complaint was not reproduced. The device to be sent back without evaluation based on the customer's decision as the end customer died in the meantime. A clinical assessment determined based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional good faith effort attempt will be made to determine the cause of death. If new information becomes available a follow up/supplemental report will be completed. A final report is not being submitted at this time. New information/correction: additional good faith effort attempt were made to the customer on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025 to determine the cause of death and were unsuccessful. A final report is not being submitted at this time.